Event description:
It was reported by the customer line placed on (B)(6) 2024 notified by opat line was leaking 25/1 - line removed - obvious hole at the hub on the line. Additional information received 2/19/2024: it was reported this caused a delay in patient treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer line placed 8/1/24 notified by opat line was leaking 25/1 - line removed - obvious hole at the hub on the line. Additional information received 2/19/2024: it was reported this caused a delay in patient treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed a powerpicc solo with a hole at the proximal end. Use residue was observed on the sample in the returned photograph. The complaint was confirmed; however, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.